Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility. The fse identified the issue to be from the sorter board tripping the sensor incorrectly and the reagent test cup (rtc) lane needed adjustment. Fse replaced the sorter board and performed rtc lane adjustment. Fse then ran daily and quality controls (qc) and the instrument was performing within specifications. No further action required by fse. A 13-month complaint history review and service history review for (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: other error messages indicates that error 4033 sorter x-axis home overrun is generated when the home sensor activated improperly following movement of the sorter x-axis. If retry fails, the measurement result will be flagged mechanical failure (mf flag). The solution suggested for the user to contact tosoh service center or local representatives. The most probable cause of the reported event was due to a faulty sort board and reagent test cup (rtc) lane adjustment out.

Event description:
On (B)(6) 2017 a customer reported getting error 4033 sorter x-axis home overrun on the aia-2000. The customer reported not able to open sorter. Customer is unable to run patient samples on alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for afp and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.